Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist and was advised to cease treatment due to aligners causing damage. Dentist letter states the occlusal scheme does not have bilateral canine guidance and multiple misaligned teeth along both arches. In addition, there are pathological open contacts that exist between all teeth #10-13.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.